Event description:
During evaluation of a returned spectrum pump, the device had low audio at power up. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation, the device had low audio at power up. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be dislodged speaker. The rear case and ul label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.